Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was discovered by an authorized bench technician that the device had a poor ECG connection due to an excessively worn ECG port connector. There was no patient involvement.